Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
I was made aware monday afternoon of an event that occurred with our icp express system. Apparently the icp express reading was " no transducer detected" despite changing out and going through the setup process a second time, the transducer was not re recognized and had to be explanted. The initial thoughts for the neuron team is this might be a lot issue due to this being the 3rd occurrence in this area in the last month. I do not have any of the lot information for this but have calls in to them to gather that. I will be visiting with them again this week and will provide additional information as I receive it.(B)(6) 2015: according to the rep, this is the third of three incidents. The first and second incidents involved the same event that is registered as (B)(4).

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. However, it was later communicated that the device would not be returned. Complaint sample was not returned to codman and no lot number information was provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.